Manufacturer narrative:
Product event summary: analysis found that both of the epg's output connectors were broken. It was also found that the hanger assembly was broken, and both case halves were contaminated by adhesive. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department for regular preventative maintenance and subsequently tested out of specification during manufacturer's analysis. No patient involvement was reported as a result of this event.